Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced extended high blood glucose (bg) levels reaching 400 mg/dl, as later reported in an ilet experience survey. The user corrected bg by changing supplies and administering a manual injection, which brought levels back into range. The ilet alerted for high bg. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected by changing supplies and giving manual injection. No symptoms or medical intervention were reported during the event.